Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.  Further information was requested but not received.

Event description:
During follow-up, myopotential oversensing was noted on the device. The device was reprogrammed and technical support was contacted for further assistance. A second reprogramming of the device is anticipated to resolve the event. The patient was in stable condition.

Event description:
The device was reprogrammed to resolve the event.